Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was completely separated from the luer fitting of the catheter handle. The device was examined under a microscope using uv lighting and an issue with adhesive applied to both parts was seen. The reported allegation of a broken flush luer was confirmed, and the root cause for the occlusion was traced to manufacturing deficiency due to the failed adhesive.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - us catheter was selected for use, the pressure line valve on the farawave broke off. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - us catheter was selected for use, the pressure line valve on the farawave broke off. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.